Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4) ¿ urinary problems; dyspareunia. Additional narrative: it was reported that mesh was implanted due to urinary incontinence. Following insertion the patient experienced pain, infection, urinary problems, bleeding and dyspareunia. No additional information was provided.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2008 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent urinary tract infection, leaking urine, urinary incontinence, urgency, frequency, hematuria, nocturia, dysuria, urinary hesitancy and dribbling. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lysis of adhesion; due to pelvic pain.